Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "when the video tower is switched on, the control unit does not output a video signal via the dp and sdi outputs. If the tc201 is switched off and then on again, the image appears afterwards. For some reason, one of the devices does not always start up correctly. It has also got stuck once with the loading' message. Cross reference MDR: 2027009-2026-889. 9610617-2026-891.